Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the left ventricular lead exhibited high impedance and loss of capture. The lead was turned off. The patient was doing well.